Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in the account in room 922. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call not functioning due to the nurse call communication cable not connected to wall. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance for their beds. The tech reconnected the nurse call communication cable to resolve the issue. Based on the info, no further action is required.